Event description:
It was reported that the right ventricular (rv) lead had a high threshold of 6 volts at 1.5 milliseconds. Under fluoroscopy prior to the lead revision, it was observed that the rv lead had pulled back. The rv lead was capped and a new rv lead was implanted at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pacing leads 2009-(B)(6), 5076 implantable pacing lead 2009-(B)(6). (B)(4).